Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/24/2015-product analysis:the device was returned and evaluated by product analysis on 08/04/2015 with the following findings:review of the pump¿s black box data revealed evidence of rebooting events. Two battery compartment cracks were observed; the battery compartment threads were damaged. There was no evidence of battery compartment moisture. The battery cap threads were damaged; the battery cap contact dimensions were within specification. The pump successfully completed a prime sequence and 24-hour exercise test with a test battery cap without issue or alarm. No damage or defect was found to the pump¿s internal components.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.